Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device found that the coil was stretched and broken near the burr, leading to the perception of a detached burr. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. The coil was stretched and broken near the burr, and the returned rotawire was kinked and could not be reinserted into the returned rotapro device. No other issues were identified during the product analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a burr separation and device entrapment occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified lesion. A 1.50mm rotapro and a rotawire drive were selected for percutaneous coronary intervention (pci) procedure. During the procedure, it was noted that the rotapro burr detached at about 5 mm from the burr joint inside the patient. The drive shaft was stuck in the rotawire inside the patient due to long procedure. There was resistance felt when removed and the rotapro and the rotawire were removed together as one unit from the patient. No fragments remained inside the body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a burr separation and device entrapment occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified lesion. A 1.50mm rotapro and a rotawire drive were selected for percutaneous coronary intervention (pci) procedure. During the procedure, it was noted that the rotapro burr detached at about 5 mm from the burr joint inside the patient. The drive shaft was stuck in the rotawire inside the patient due to long procedure. There was resistance felt when removed and the rotapro and the rotawire were removed together as one unit from the patient. No fragments remained inside the body. The procedure was completed with another of the same device. No patient complications were reported.